Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced an anaphylactic reaction. The patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman ® laa closure device was successfully implanted in the laa without issue. After the patient was extubated they experienced an anaphylactic reaction. The patient¿s face was swollen and they required re-intubation. The patient was stable. The patient was monitored in the ICU and treated per their anaphylactic protocol. The patient was discharged two days later. It was noted that the medical team felt the reaction was related to protamine as it occurred shortly after it was administered.